Event description:
It was reported that this electrode delivered inappropriate shock therapy due to oversensing. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to secondary sense vector, telecardiology follow-up was scheduled, and technical services was consulted. Besides the shock therapy, no other adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to oversensing. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to secondary sense vector, telecardiology follow-up was scheduled, and technical services was consulted. Besides the shock therapy, no other adverse patient effects were reported. This electrode remains in service.